Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate were inaccurate after loading a cartridge with 150 units of insulin. The customer was unsure of the amount of insulin that had been delivered since the cartridge had been loaded. The customer's blood glucose level was 113 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.